Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the housing was cracked and there were missing clips, it was noted that the upper and lower cases were broken as was the battery drawer and that the side bails, ring, side bail covers, ring cover and two case screws were missing. (B)(4).

Event description:
It was reported that the external pulse generator had cracked housing and missing clips. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement